Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and the data log was reviewed. Loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.